Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Upon examination the hinge of the needle holder was found to be broken. There are visible dents outside the clamping area which suspect that hard objects were clamped or jammed within this area. The damages are ranging to the hinge area which can cause leverage torce on the hinge. On one side ot the hinge a small metal piece is missing. There is also visible denting on the pull rod. The macroscopic examination of the breakage surface shows a rough surface which suspects an overload breakage. The root cause of the present defect most likely is and overload breakage. The visible damages suspect that a hard object was clamped or jammed outside the clamping area which caused too high force initiation following the breakage. No indications for a material or manufacturing related failure were found during the investigation. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a needle holder. According to the information received, a pop occured during surgery and the needle holder was not longer functioning. Customer is unsure if small pieces were left in patient. No additional information received.